Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (37 mg/dl). Customer's healthcare provider recommended adjusting the pump carb ratio setting. Customer contacted tandem technical support for assistance in changing the carb ratio. Customer drank juice and blood glucose stabilized to target range.